Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was opened and while still on the back table they realized the sealant was partially exposed and compromised. There was no reported patient injury. The device was not used on a patient. As a result, they never attempted to insert the device. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was opened and while still on the back table they realized the sealant was partially exposed and compromised. There was no reported patient injury. The device was not used on a patient. As a result, they never attempted to insert the device. A non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed, while button 2 remained in the non-depressed position. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was deployed but remained mounted on the delivery shaft. The sealant sleeves showed no visible abnormalities. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip exhibited no signs of damage or irregularity. No additional anomalies were observed during the visual analysis. A dimensional analysis was conducted to verify the catheter working length. The measured value was within the defined specification. The measurement was taken using a calibrated ruler. The simulated deployment test could not be performed due to the condition of the unit upon return. The sealant was already exposed, and button 1 was fully depressed, indicating that deployment had been partially initiated prior to evaluation. However, the remainder of the deployment sequence was successfully executed by depressing button 2, which resulted in the expected retraction of the balloon, in accordance with the device¿s use instructions. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device as button 1 was depressed as received, indicating that the exposure noted was due to activation of the deployment mechanism. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported premature exposure of the sealant since the device was received with button 1 depressed, resulting in the initiation of the sealant¿s deployment. However, it is unknown if button 1 was depressed when the user experienced the premature exposure of the sealant, or if this condition occurred due to manipulations after the procedure. If the button was not depressed, prepping/handling factors possibly contributed to the exposure of the sealant reported. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.